Event description:
Resorbable screws were implanted (endobrow lift) in 2008. Approximately 2 weeks after surgery, patient noticed brows were down where they were prior to surgery. Revision surgery was done in july (exact date not known) where it was discovered a screw over each eye had fractured. The doctor left the threaded portion of the screws (resorbable) in the patient, as they were flush with the skull, and there was no way to remove. The doctor made new holes, implanted new screws, and the patient has not had any additional issues.

Manufacturer narrative:
No other complaints of this nature have been received. Product was left in patient, which will resorb, therefore, unable to evaluate. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Also see report #1032347-2008-00048 (same procedure, different manufacture lot of product).